Event description:
On 2013 (B)(6), variax elbow surgery was performed. After that it found that one screw has been backed out from the plate. Revision surgery is planned in the future.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that two locking screws backed out of the plate could be confirmed with the help of x-rays provided by the healthcare facility. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contained the following statement for this reported event: ¿too high insertion angle.¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
On (B)(6) 2013 variax elbow surgery was performed. After that it found that one screw has been backed out from the plate. Revision surgery is planned in the future.